Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented electromagnetic interference (emi) over sensing. Boston scientific technical services (ts) recommended to ask what the patient was doing at that time but when the field representative was asked, they did not know. Furthermore, lead trends were stable. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) presented electromagnetic interference (emi) over sensing. Boston scientific technical services (ts) recommended to ask what the patient was doing at that time but when the field representative was asked, they did not know. Furthermore, lead trends were stable. Additional information was received mentioning that the right ventricular (rv) lead channel showed noise over sensing that appears to be electromagnetic interference (emi) on sense/pace and shock channels with pacing inhibition but no asystole due to underlying rhythm coming through. Rv lead pacing impedance is low within range. Rv threshold recently increased, and sensing had been low for the last year. It was recommended to bring the patient into the office for evaluation and system testing to try to recreate any noise. Also, investigating any outside emi source was recommended. This crt-d remains in service. No adverse patient effects were reported.